Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had an arctic sun device that would not boot up and the screen was red and said that could be error system failure and said to start power off and back on. Biomed has done that and same message came each time. Transferred to tim g for assistance. Sn (B)(6) .

Event description:
It was reported that replaced the tank harness in arctic sun device. Replaced the failed isolation and power supply circuit cards in the card cage. Completed the 2000-hour preventive maintenance procedure on the device which included servicing of the circulation pump and mixing pump, replaced the heater, replaced the drain valves, and replaced the manifold o-rings. Per the upgrade procedures the control panel coin cell battery had reached an age of or beyond 2 years old and would be replaced. All other applicable upgrades would be completed or verified completed. The device would be placed on the acats (automated calibration and test system) for calibration and functional testing. An electrical safety test would be performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.